Event description:
Revision surgery - the surgeon replaced the metal on metal acetabular liner with competitor parts.

Manufacturer narrative:
On (B)(4) 2012 it was reported by an agent that a revision surgery was performed to replace the metal-on-metal acetabular liner with ceramic on poly components. During the revision surgery a competitor's liner was used. The outcomes attributed to this event are non-serious. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed two scrapped parts for the modular femoral neck during the lathe operation for visual non-conformances. There were no non-conforming material reports associated with the unipolar sleeve, femoral head, and metal-on-metal liner. A review of the product complaint report history shows there have been 14 prior complaints against the metal-on-metal liner: four due to general pain. This is the first complaint for this lot number. The root cause for the revision surgery cannot be determined with confidence because the components were not returned for inspection and the general description of the events leading to the need for a revision was not provided. To date, there has been no evidence presented that suggests a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.